Event description:
A site representative, stealth coordinator, reported an inaccuracy while using a fusion navigation system for a transsphenoidal procedure. They performed a pointmerge registration with a good predicted accuracy value. A couple hours into the surgery, the ent surgeon finished and the neurosurgeon came in to perform part of the case. At this point, the system was inaccurate. The site was unsure if the frame had been bumped or moved prior to the inaccuracy. They then performed a new pointmerge registration and the system accuracy returned. The surgery was completed with the use of navigation. There was no impact on the patient outcome.

Manufacturer narrative:
Since accuracy returned upon re-registration of the patient it is likely the patient reference was displaced. Medtronic representative discussed with the user the possibility of using the skull mounted patient tracker on lengthy cases to minimize the risk of the patient tracker moving. System is functioning properly now with no issues.